Manufacturer narrative:
Customer is unsure which device produced the result.

Event description:
Caller states the patient tested 3.0 inr on the coaguchek s sytem and 2.1 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.